Event description:
It was reported that a cartridge alarm occurred during the load sequence. The pump had experienced the same alarm multiple times recently, confirmed by the pump's history. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.